Manufacturer narrative:
Company responsible for marketing / operating mitg-surgical products in the territory. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the device did not fire. The device was replaced to resolve the issue. There was no patient injury.